Event description:
It was reported to boston scientific corp a contour vl ureteral stent was used during a lithotripsy procedure. According to the complainant, the contour ureteral stent was placed in the pt successfully. The pt was then repositioned to perform lithotripsy. Under fluoroscopy, it was noticed that the ureteral stent had broken in half. The stent was detached in a clean break about half way down its length. The distal portion of the stent was removed from the pt and the proximal portion of the stent was removed from the pt using graspers. The procedure was successfully completed using another contour vl ureteral stent. There were no complications and the pt was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed.